Event description:
It was reported to depuy acromed via an attorney, that two years post-operatively, a screw broke into two pieces and a cage shifted. The patient has had two surgeries since the discovery of the breakage. One surgery was to remove the screw and another surgery was a corrective surgery. It was reported that the patient will most likely not be able to return to work. No information about the screw and cage was reported. It cannot be confirmed that these are even depuy acromed parts at this time. No further evaluation can be performed as the implants were not returned from evaluation. A root cause cannot be determined. No further action can be taken at this time.